Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial dry. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation without repositioning. The lens exchanged for a longer length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)